Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed per specification with accurate readings. However, the sensor cannula was found bent. It could not be confirmed if the customer received the sensor in this condition due to the sensor being returned opened and used. No adhesive anomaly could be verified due to the sensors being returned opened and used.

Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 281 mg/dl. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was advised to monitor the insulin pump for any further issues. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.